Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of tissue damage is listed in the mitraclip system instruction for use as a known possible complication associated with mitraclip procedure. Based on the information reviewed, the reported tissue damage appear to be related to the procedural circumstances of the clip becoming entangled in the chordae. All available information was investigated, and a definitive cause for the reported gripper actuation could not be determined. Additionally, reported entrapment of the deice was due to the gripper actuation issue. The reported tissue damage appears to be related to procedural circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed due to gripper actuation issues and tissue damage. It was reported that this was a mitraclip procedure for mixed mitral regurgitation (mr) grade 4. The first mitraclip was successfully implanted, reducing the mr to grade 2. A second mitraclip (cds0601-ntr 90201u170) advanced to the mitral valve, grasped the lateral side of the a2p2 leaflets, however the grippers did not lower as expected. The grippers were cycled and the clip became caught on the chordae below the valve along with remaining on the leaflets. A chordae tear was observed and the grippers were still unable to lower. As it was unable to remove the clip, the clip was closed down on the leaflets (more lateral then desired) and with some chordae tissue remaining. The chordae tear was stabilized. The clip remained stable at this location and the mr remained reduced to grade 2. There was no adverse patient sequela. No additional information was provided regarding this issue.